Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to oversensing. The lead was reprogrammed and surgical intervention was done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.